Event description:
It was reported that during an implant attempt, the lead was not able to be positioned properly. The lead was removed due to dislodgement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood/body fluid noted in the outer tubing overlay and in the distal conductor (not obstructed).